Event description:
It was reported that the tracheobronchial stent graft failed to deploy. The physician reported that there was much pressure/resistance while attempting to deploy the stent graft and the outer sheath broke. The stent graft and delivery system were removed together without incident and another stent graft was successfully implanted. There was no report of injury to the pt. Add'l info received: the intended use was for a pseudoaneurysm in a graft in the forearm. The access site was venous side of the graft in the arm.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product. The device was found to have met specifications prior to shipment. No mfg anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for eval. The sample eval was based on a visual/dimensional eval of the delivery system. The investigation findings show that the safety clip was missing and the other sheath was torn off at the catheter reinforcement as reported. The outer sheath was elongated distal to the catheter reinforcement. Furthermore, the outer sheath was kinked in 2 areas. The stent graft was loaded on the delivery system, partially deployed and protruded 15 mm from the tip of the outer sheath. The condition of the sample (stent graft not deployed/torn off and elongated outer sheath) leads to the conclusion that very high deployment forces affected on the system, which made stent graft deployment impossible. This event may have been associated with anatomic conditions of the pt or insufficient flushing procedure. However, based on the info available, a definitive root cause for the reported issue could not be determined. The instructions for use (IFU) states: "the stent graft lumen must be flushed before introduction of the delivery system. The application reported represents an off-label use of the device, the fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment described has not been established.